Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported that the display of the insulin pump was blank. The blood glucose value at the time of the event was 15 mmol/l. The customer was treated with manual injection. The event involved product(s) mmt-1885. Troubleshooting was performed and the customer reported that no damage to the battery cap or compartment. The customer also reported that the pump was not exposed to moisture. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. Troubleshooting was partially performed for hyperglycemia. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It was unknown whether the customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1885 was requested, and the customer response was that the device would be returned.

Manufacturer narrative:
P-cap was attached and locked into place properly during testing. The pump was received with a critical pump error (open book image) alarm. The pump was downloaded successfully, and no relevant alarms were noted in the download history review. The pump was cut open to perform a visual inspection, and moisture damage was found along the electronic assemblies. The unit was separated from the electronic assembly. The following cosmetic damages were noted during visual inspection: stained keypad overlay, cracked keypad overlay, cracked case, cracked battery tube threads, cracked case (battery tube), pillowing keypad overlay, and scratched case. In summary, the customer¿s allegation of blank display was not confirmed. The critical pump error (open book image) was confirmed due to moisture damage along the electronic assemblies. The unit was separated from the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.